Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image indicated device operated at high in pacing output settings during implant period due to enabling of auto capture. When automatic settings are programmed, such as autocapture and the rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing thus affecting the estimated longevity of the device. Further analysis performed did not find any anomaly with battery voltage at end of life (eol) level. A longevity assessment was performed, implant duration was 7.35 years, which exceeds total projected longevity and considered normal battery depletion.